Event description:
It was reported that the patient experienced loss of therapy due to high impedances and lead migration that was confirmed through x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7078867.